Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their aligners broke in half, they have been wearing them for over two months. The broke when they took them out. They also reported that they are having really bad gum pain and a cracked filling. Their dentist informed them that it is an emergency to do the dental work including crowns and they are showing signs of gum disease. Requested additional information for the dental work, gum discomfort and the broken aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.